Event description:
It was reported by service report that there are no motion or a/c functions on the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: ac connector.